Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® ultra xc into the mental crease in the chin. Patient did not return until roughly a month and a half later when small blisters were noted with no pain or swelling. The treating healthcare professional confirmed the event was a vascular occlusion. Hylase and anti-virals were administed. The colour improved and the anti-viral medication is being continued.

Manufacturer narrative:
Additional, corrected, and/or changed data: b7, e1, h8.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® ultra xc into the mental crease in the chin. Patient did not return until roughly a month and a half later when small blisters were noted with no pain or swelling. The treating healthcare professional confirmed the event was a vascular occlusion. Hylase and anti-virals were administed. The colour improved and the anti-viral medication is being continued.